Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue hydrocodone/apap 5/325 mg to patient 010is, but the rx verify request was rejected, despite had been previously approved and the medication never being pulled. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an rxverify error. A technical support specialist (tss) confirmed that a rejected request in the system can override an authorized request. This likely explains why the user was able to submit a second request. The tss asked whether the customer should submit a new request or if the pharmacy needed to clear the previous ones. The tss advised that, for now, both requests should be approved. Once the item is issued, the issued date, time will populate on the correct request. At that point, the pharmacy should reject the duplicate request that does not show an issued date/time. The tss noted that the system should not be allowing multiple requests for the same item. The tss escalated this issue to the product support engineer (pse) and closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue hydrocodone/apap 5/325 mg to patient 010is, but the rx verify request was rejected, despite had been previously approved and the medication never being pulled. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.